Event description:
The physician reports performing cataract surgery with implantation of the crystalens using a crystalsert lens injector system. After the lens was inserted into the eye, the surgeon noticed something on the lens and used bss to irrigate the lens surface and try to remove it. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR 2031924-2010-00160.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device has been returned to b+l and is currently undergoing evaluation. Results will be communicated to FDA in a supplemental report. (B)(4).